Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that during use with an unspecified bd intima¿-ii IV catheter blood and saline leakage occurred. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, a patient in the department of cardiology underwent enhanced thoracic and abdominal aorta for the second time after pulmonary artery enhancement and found that the image development was not good, and no treatment was given because the examination was about to end. After the examination, the nurse entered the examination room to check the patient, and found that the blood and saline mixture were wrapped in the transparent plaster where the indwelling needle punctured in the center of the patient's right elbow. The position of the proximal upper limb punctured by the indwelling needle was checked, and no drug extravasation was found, so the patient was guided to the injection room for further treatment. The nurse in the injection room uncovered the film and found that there was blood outflow from the needle stem, and immediately pulled out the indwelling needle and bandaged the puncture point to comfort the patient. And communicate with the technician to check the effect. The technician communicated with the doctor, and it turned out that the drug in the abdominal aorta was weak, and the diagnosis could be barely made, but the image processing effect in the later stage was not good. After communicating with the patient, the patient returned to the ward. The nurse in the injection room washed away the blood from the indwelling needle and found that there was leakage at the connection between the indwelling needle hose and the piston.

Event description:
It was reported that during use with an unspecified bd intima¿-ii IV catheter blood and saline leakage occurred. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6)2023, a patient in the department of cardiology underwent enhanced thoracic and abdominal aorta for the second time after pulmonary artery enhancement and found that the image development was not good, and no treatment was given because the examination was about to end. After the examination, the nurse entered the examination room to check the patient, and found that the blood and saline mixture were wrapped in the transparent plaster where the indwelling needle punctured in the center of the patient's right elbow. The position of the proximal upper limb punctured by the indwelling needle was checked, and no drug extravasation was found, so the patient was guided to the injection room for further treatment. The nurse in the injection room uncovered the film and found that there was blood outflow from the needle stem, and immediately pulled out the indwelling needle and bandaged the puncture point to comfort the patient. And communicate with the technician to check the effect. The technician communicated with the doctor, and it turned out that the drug in the abdominal aorta was weak, and the diagnosis could be barely made, but the image processing effect in the later stage was not good. After communicating with the patient, the patient returned to the ward. The nurse in the injection room washed away the blood from the indwelling needle and found that there was leakage at the connection between the indwelling needle hose and the piston.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1. Initial reporter phone #: (B)(6). D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.